Event description:
It was reported that the pump touch screen has blur and distortion that made large portions unreadable, impacting ability to interact with the pump. The customer blood glucose (bg)  ranged from 40 mg/dl to displayed as "high"; however, specific value was not provided. Customer addressed the decrease bg by ¿glucose¿ and the elevated bg a manual injection. A replacement pump was arranged to be sent to the customer, who will continue using their current pump therapy. Reportedly the customer continued to use the pump for insulin therapy.